Event description:
The customer reported the ventilator was alarming due to pressure sensors failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As reported, if the reported problem occurs while in use in normal ventilation operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer evaluate the data acquisition pcb to motor controller pcb cable for the reported problem. The biomedical engineer reported all ribbon cables were reseated and the problem was resolved. The biomedical engineer could not be specific about the which cable(s) resolved the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.